Event description:
It was reported that the pt had continued pain 8 months post op. Labs and aspiration of knee were negative for infection. Pt was referred for a second opinion. Resulted in a revision surgery, tibial insert replacement, realignment of patellar mechanism, lateral release & removal of medial osteophyte.